Event description:
A pt was sent to hospital for the removal of a fractured groshong catheter that was within the right atrium and right ventricle. This admission occurred when the pt's physician (outside of hospital), realized during an attempt to remove the catheter, that the catheter was only partially removed (part had fractured internally).